Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriately 3 bursts of anti-tachycardia therapy and 3 electric shocks during 3 episodes. Each episode delivered 1 burst and 1 shock. The patient was hospitalized. This device remains in service. No further adverse patient effects were reported.